Event description:
It was reported that balloon rupture occurred. The severely tortuous target lesion was an area of in-stent restenosis located in the right coronary artery (rca). A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.